Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).

Event description:
The customer reported low anion gap generated from alinity c processing module (sn: (B)(6). The customer stated that this was occurring after instrument troubleshooting. Further troubleshooting was performed by field service engineering which improved anion gap results. The customer repeated the samples on another analyzer (sn: (B)(6). The repeat result had an increase in anion gap result with a decreased bicarb (co2). Falsely elevated bicarb (co2) results were generated on the initial sample results. The customer provided the following data regarding the falsely elevated bicarb (co2) results: on (B)(6) 2025, sample ID: (B)(6) initial co2 result was 29 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 26. On (B)(6) 2025, sample ID: (B)(6) initial co2 result was 30 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 28. On (B)(6) 2025, sample ID: (B)(6) initial co2 result was 30 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 28. On (B)(6) 2025, sample ID: (B)(6) initial co2 result was 32 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 29. On (B)(6) 2025, sample ID: (B)(6) initial co2 result was 29 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 26. On (B)(6) 2025, sample ID: (B)(6) initial co2 result was 30 (on sn: (B)(6) and when repeated on another analyzer (sn: (B)(6) the result was 26. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Service inspected the module and performed multiple troubleshooting procedures, including replacement of the worn ict to ict pre amp cable and optimization of the cuvette washer assembly to resolve the issue. The cuvette washer assembly was determined to be the cause of the discrepant results. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported low anion gap generated from alinity c processing module (sn (B)(6)). The customer stated that this was occurring after instrument troubleshooting. Further troubleshooting was performed by field service engineering which improved anion gap results. The customer repeated the samples on another analyzer (sn (B)(6)). The repeat result had an increase in anion gap result with a decreased bicarb(co2). Falsely elevated bicarb(co2) results were generated on the initial sample results. The customer provided the following data regarding the falsely elevated bicarb(co2) results: on (B)(6) 2025, sample ID (B)(6) initial co2 result was 29 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 26. On (B)(6) 2025, sample ID (B)(6) initial co2 result was 30 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 28. On (B)(6) 2025, sample ID (B)(6) initial co2 result was 30 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 28. On (B)(6) 2025, sample ID (B)(6) initial co2 result was 32 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 29. On (B)(6) 2025, sample ID (B)(6) initial co2 result was 29 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 26. On (B)(6) 2025, sample ID (B)(6) initial co2 result was 30 (on sn (B)(6)) and when repeated on another analyzer (sn: (B)(6)) the result was 26. There was no reported impact to patient management.